Manufacturer narrative:
In response to FDA report number: mw5090674. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reasons for reoperation are the reason for reoperation are capsular contracture, baker grade unknown, lumps, armpit pain, rock-hard implants, swelling in breast area and all over body, gi issues, brain fog, severe depression, chronic pain and fatigue, hair loss, viral and fungal infections, chronic skin infections, dental infections, eye infections, "breast implant illness".

Event description:
Patient reported via regulatory agency "capsular contracture," baker grade unknown, "lumps, armpit pain, rock-hard implants, and significant swelling in breast area and all over body". Patient additionally reported "gi issues, terrible brain fog, severe depression, chronic pain and fatigue, hair loss," ¿breast implant illness,¿ ¿severe depression,¿ ¿immune system is so weak¿, ¿life-threatening bacterial, viral and fungal infections," "septic, c-diff, a baumanni, klebsiella pneumonia spread to tooth¿ ¿skin infections, dental infections, eye infections and too many to list¿; these events are not related to the device. Device remains implanted. This record is for the left side.